Event description:
It was reported that boston scientific technical services were contacted to evaluate a gradual, rising and out of range trend to the shock impedance (>125 ohms) of the right ventricular (rv) lead. It was recommended to perform in-clinic isometrics and maneuvers to exclude rv lead impairment and programming recommendations were also provided. Additional information has been requested regarding the event resolution, but not yet received. The rv lead remains implanted and in service. The patient was stable with no adverse consequences.